Manufacturer narrative:
Additional information received noted that out of range pacing impedances were once again triggered. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered a red alert due to high out of range pacing impedances. At this time no further intervention has been done and the device remains implanted. No adverse patient effects were reported.